Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's proportional valve was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported of a ventilator that was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's proportional valve was replaced to address the issue. The trilogy evo proportional valve was returned to the product investigation lab (pil). During the evaluation, the (pil) is unable to confirm the complaint of the trilogy evo proportional valve. Visual inspection found none. Pil ran the device in, and no unexpected errors were generated. Pil performed post test on the pil trilogy evo multifunction test station and the device passed tests. Pil concludes the component operates properly. Additionally, the UDI has been updated to current standards.